Event description:
It was reported by the patient that the power button on the previously working remote monitor is stuck and would not turn on. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.